Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/delivery test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with normal operating current. Pump passed self-test. Pump passed off no power test. Pump received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was protruded. Customer's blood glucose was 134 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.